Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: having "pressure problems and low tidal volume rating. Turn flow sensor alarm.

Event description:
The following was reported to hamilton medical ag: summary: having "pressure problems and low tidal volume rating. Turn flow sensor alarm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow-up 1: additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The user of the device reported that the device was having "pressure problems and low tidal volume rating" during ventilation. Patient was removed and placed to another device. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles provided, it was confirmed that no technical events (te) and no technical faults (tf) occurred. Many turn flow sensor alarms were logged at the date of the event. The turn flow sensor alarm indicates that either the flow sensor is connected to the breathing circuit facing the wrong direction or the flow sensor connections to the ventilator are reversed. Ventilation continues, but the ventilator corrects for the reversed signal. The technician could not duplicate the issue, the service software passed. No part was replaced and device was released back to use. No malfunction was therefore found with the device. A user error may explained the alarm observed by the user. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.